Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component confirmed and duplicated the reported issue. Transducer pt802 was found to be unresponsive to pressure input and the differential voltage was out of specification, resulting in calibration failure. The transducer is railed high.

Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation

Event description:
The customer reported transducer (xdcr) fault on the vela ventilator. The customer reported patient involvement but no allegation of patient injury/harm.